Manufacturer narrative:
The field service engineer (fse) contacted the customer via phone on (B)(4) 2015 to assist in troubleshooting. The customer discovered that the probe wipe assembly was worn, leaking drops of fluid onto the sample tubes and bath cover assemblies. The customer replaced the probe wipe assembly to resolve the issue. (B)(4).

Event description:
The customer reported a fluid leak of unspecified volume from the probe of a coulter act diff 2 analyzer. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.